Event description:
It was reported that the artificial urinary sphincter (aus) was replaced due to incontinence. Due to this, a surgical procedure was performed to replace all the components. There were no patient complications.